Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the service history and the event history log was performed. Upon performing these reviews, no issues were found that could be related to the reported event. The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional testing and the rite electrical testing. The device was determined to meet functional and electrical performance specification requirements. An external and internal inspection was performed which revealed no anomalies. An evaluation of the device pneumatic system revealed no leak and all pressures were correct and stable. A short simulated therapy was performed successfully on the device. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away, therefore the homechoice is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. It was unknown if the patient was hospitalized prior to death. Pd therapy was ongoing until the time of death; however, it was unknown if the patient was performing therapy on the homechoice. The cause of death was unknown. It was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. If additional relevant information is received, a supplemental report will be submitted.